Manufacturer narrative:
The catheter involved in the reported complaint will not be returned for investigation because the customer has disposed of it. The customer believes there was no device malfunction on the catheter itself. The event was assessed as serious because (treatment was required) with a causal relationship to the device. Small patient size usually correlates with the smaller size of the vasculature; advanced age, which usually correlates with frangible vasculature, conciseness of the patient during prolonged 7-day treatment, which led to the movement of legs - probably contributed to the event as well. Event is anticipated, perforation can occur as a complication of usage of any catheter inserted in the central vein. The event's relationship to the device and procedure is casual.

Event description:
An ivtm therapy was initiated on (B)(6) 2022, to treat an (B)(6) year-old female subarachnoid hemorrhage (sah) patient (height 148cm, weight (B)(6) kg). The physician placed a cool line catheter (lot #unknown) into the patient's femoral vein under ultrasonography, then catheter placement was checked under x-ray. The catheter insertion was smooth, and the procedure was performed in a single attempt. A 3rd-year physician inserted the catheter under the guidance of a physician with ten years of experience. The physician reported that perforation occurred on (B)(6) 2022 (the 7th day), and there is a possibility that some medications might have been infused into the patient's retroperitoneum. The perforation was discovered when the patient mentioned stomach and back pain. In addition, the patient had a fever and a decrease in urine output. The physician suspected infection and did a computerized tomography (CT) scan. The catheter tip was found to have left the inferior vena cava and entered the retroperitoneum. About 1500 to 2000ml of medication (total parenteral nutrition (tpn), albumin, vitamins, eril¿ (fasudil hydrochloride hydrate), and antibiotics) per day is suspected of having been infused into the patient's retroperitoneum for 1 to 2 days. The physician stated that the catheter was secured, and nothing out of the usual was found when perforation occurred. It was confirmed that the catheter was secured to the skin using the provided suture tab. The patient was transported for examinations and tests and moved from ICU to the general ward. The patient was always face-up and parallel to the ground during transportation and the number of times the patient was transported is unknown. Also, the physician stated the patient was conscious and had movement, and the patient may bend her legs slightly. The catheter was removed under x-ray, and ivtm therapy was ended. Per the physician, the cause for the perforation could be that the patient was elderly and may have had tortuositas vasorum. The material used at the tip of the catheter is hard and may have caused perforation depending on the location and body position of the patient. The physician stated that the patient did not have a previous history of perforation, and there were no abnormalities noted during the insertion of the catheter. The patient is still hospitalized and being treated with antibiotics for a week.

Manufacturer narrative:
Event deems serious by medical judgement (could lead to a life-threatening event). Event assessed as causal relationship to the device. Small patient size, which usually correlates with smaller size of vasculature, advance age, which usually correlates with frangible vasculature, conciseness of the patient during prolonged 7-day treatment, which led to movement of legs - probably contributed to the event as well. Event is anticipated, perforation can occur as a complication of usage of any catheter inserted in vein. The event's relationship to the device and procedure is casual.

Manufacturer narrative:
Event deems serious by medical judgement (could lead to a life-threatening event). Event assessed as causal relationship to the device. Small patient size, which usually correlates with smaller size of vasculature, advance age, which usually correlates with frangible vasculature, conciseness of the patient during prolonged 7-day treatment, which led to movement of legs - probably contributed to the event as well. Event is anticipated, perforation can occur as a complication of usage of any catheter inserted in vein. The event's relationship to the device and procedure is causal.